Event description:
The pump was returned for investigation. Investigation revealed that the pump powered up with a pinkish display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump powered up with a pinkish display screen. A scratched display lens was found. The keypad symbols were found to be worn. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.